Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The chronic totally occluded, 28mm in length, 2.75mm in diameter, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion contained a less than equal to 45 degrees bend. After a 0.014 non-bsc guidewire crossed the lesion, pre-dilation was performed using a 1.5x10 maverick balloon catheter, leaving 20% residual stenosis in the lesion. Then a 2.75x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion despite of multiple attempts were made. The device was removed and it was noted that stent surface was uneven and distorted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the first two proximal rows distorted and lifted distally from the stent profile. Struts on the distal side of the stent appear to be squashed. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The chronic totally occluded, 28mm in length, 2.75mm in diameter, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion contained a <=45 degrees bend. After a 0.014 non-bsc guidewire crossed the lesion, pre-dilation was performed using a 1.5x10 maverick balloon catheter, leaving 20% residual stenosis in the lesion. Then a 2.75x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite of multiple attempts were made. The device was removed and it was noted that stent surface was uneven and distorted. No patient complications were reported and the patient's status was stable.